Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarmed functioning properly. Pump received with cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit as per healthcare provider was diabetic ketoacidosis. The customer was treated with IV drip insulin. The customer refused to get his blood draw while in the hospital and discharged. During the troubleshooting customer was offered to performed high pressure test, but he don't want to do the test. The customer stated that he is in the hospital for 40 hours and doesn't want to complete the high pressure test and disconnected the call.